Event description:
A meter to lab test resulted with the surestep meter reading 75 mg/dl and the lab meter reading 151 mg/dl. No control solution test was performed and no symptoms were reported. Reporter gave no further information.